Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar disc herniation; and underwent micro endoscopic herniotomy at l4-l5. Intra-op, even though the handle for fixing the bellows was closed, the bellows did not tighten firmly. Although it was difficult to perform the operation due to instability of the product, the surgeon completed the operation. No patient complications were reported as a result of this event.